Event description:
Patient reported left side "mcghan saline implants that have deflated". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side exchange with no complaint against the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6a, h1, h6